Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the firing knob break: yes. Did the handle (not the firing knob) break: no. Did the reload cartridge break: this broke too, when the user tried firing the device, it presented defect. Did any pieces fall into the patient: no. If yes, were they retrieved: na.

Event description:
It was reported that during a gastroplaasty procedure, during use the stapler broke on the device when it was stapling the stomach. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device and one reload was discarded.